Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va129z6, implanted: (B)(6) 2016, product type lead. Patient code (B)(4) applies to lead (lot# va129z6) only. Patient code (B)(4) applies to interstim ii and lead (lot# va129z6).

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient has the ins for urinary controller, but they are "really having problems controlling it (i.e. Leaking)." The day before the initial report, they had the "worse one." They went out to dinner, came home, and sat down awhile. By the time they sat down awhile, the patient "leaked so much urine it went through their trousers," but they never felt themselves leak. Within the last week or so, the patient has had "not pain," but a wire pricking them to the side of the ins. They report pressing on their side the other night and they get a "prickly pain feeling" reaction. During the call, the patient connected with their ins and said stimulation was on; they asked if it was normal to replace the batteries so fast in their patient programmer (pp) (the previous ones have been in since (B)(6)). They don't think they dropped their pp or got it wet and it was confirmed that the battery compartment and springs look good, but they mentioned the batteries go in "really easily" and one end of the compartment looks "recessed a little bit." The patient reported being on program 2 at 4.2v and increased stimulation to 4.7v where they reported "not feeling stimulation at all." Since getting the ins, the normally felt stimulation underneath their scrotum. They could feel a "pinching" in the back toward their spine from the ins, but it wasn't a pulsating stimulation. They confirmed the "pinching" was not uncomfortable; it was recommended to decrease the settings so it was to 4.5v. Patient confirmed today was when they first noticed they weren't feeling (normal) stimulation from the ins after increasing the strength, and today was the first day they noticed the "pinching" (or something) in their back toward their spine. As a result of the event, the patient will follow up with their healthcare provider (hcp) to address ins concerns and symptoms. No further patient complications have been r eported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID : (B)(4), serial# (B)(4), product type: programmer, patient product ID: (B)(4), lot# (B)(4), implanted: 2016 (B)(6) product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had a return of symptoms because the manufacturing representative (rep) told him that the ins was dead or dying due to normal battery depletion. The patient mentioned that the rep adjusted the ins to 85 to give the patient some support because the ins was on its last leg and the patient confirmed that the return in symptoms was a normal expectation because the ins was coming to end of service (eos). There were no further symptoms or complications reported or anticipated.